Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed occlusion during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seal broken. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. Both upstream sensor and downstream sensor calibrated with no issues as they were within the specification range of passing. The recommendation was to replace the upstream sensor and downstream sensor as a preventative measure due to alarms found in the event history log. No fault was found with the device. The root cause was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 03-mar-2022 for bubbled down stream occlusion seal. The downstream sensor seal replacement could possible negatively impact the function of the downstream occlusion sensor, but there was no indication of an issue with the previous repair in this evaluation. D4: model number: 2120.